Event description:
It was reported when using the bd pyxis medstation es system unexpectedly got stuck. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was not launching. The technical support specialist deployed the below package 10000403209-00 rss agent 4.10 and pas package (build 16) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.